Event description:
It was reported that the stent did not fully open upon deployment. The target lesion was located in the superficial femoral artery. A 7x100x120 epic¿ vascular stent was advanced to the target lesion. Upon deployment, it was noted that the stent did not fully open. The patient then started to have respiratory issues due to pneumonia and was transported to another facility. The procedure was not completed due to patient's breathing difficulty.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).